Event description:
It was reported that device was stuck with the guidewire. The target lesion was located in the severely calcified artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device became stuck with the non-boston scientific guidewire. Both the catheter and guidewire were removed from the patient as a single unit and the procedure was completed with another of the same device. No complications reported and there was no patient injury.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6).